Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was explanted and replaced for an unknown reason. The patient's condition is unknown.